Manufacturer narrative:
Product analysis: the partial lead in segments was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: ddbb1d1 ICD, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an systemic infection. The organism was identified as (B)(6). The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead. And right atrial (ra) lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.